Manufacturer narrative:
Implanted approximately two to three months ago. The investigation could not be completed, no conclusion could be drawn as no product was returned. A device history records review has been requested.

Event description:
An (B)(6) year old male pt with a broken hip underwent a tfn-short procedure approximately 2-3 months ago. Post-op, the blade cut out, x-ray date unk. On (B)(6) 2012, pt underwent revision surgery and had the blade explanted and a lag screw implanted.